Event description:
It was reported that the lead was capped and replaced in 2011 due to not functioning. When the new system was explanted, it was noted that externalized conductors were observed on the capped lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.